Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the mesenteric artery using ruby coils and a non-penumbra microcatheter. During the procedure, a ruby coil would not advance through the microcatheter; therefore, the ruby coil was removed. The procedure was completed using a non-penumbra coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was kinked and intact on the proximal end of its pusher assembly. The pusher assembly was fractured approximately 5.0 cm from the proximal end. The pusher assembly was kinked approximately 15.0, 48.0, 64.0, 96.0 and 110.0 cm from its proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. The introducer sheath was ovalized and torn approximately 37.0 -42.0 cm from the distal tip. Conclusions: evaluation of the returned ruby coil revealed that the introducer sheath was ovalized and torn. If the ruby coil introducer sheath is forcefully mishandled during manipulation against resistance, damage such as these may occur. If the introducer sheath becomes ovalized and torn, the ruby coil may not advance during use. Further evaluation of the returned ruby coil revealed that the pusher assembly was fractured, kinked, and the embolization coil has offset coil winds. These damages were likely incidental to the reported complaint and may have occurred during handling while advancing against resistance or during packaging for return to penumbra. The non-penumbra microcatheter identified in the complaint was not returned for evaluation; therefore, the root cause of resistance could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder